Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii-IV and rupture.

Event description:
Health professional reported left side rupture and capsular contracture, baker grade iii/IV. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight within specification, an opening and red particles. A microscopic analysis was performed which identified a sharp edge opening assessed as an unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp opening on posterior assessed as to an unidentified (tear) opening.

Event description:
Health professional reported left side rupture and capsular contracture, baker grade iii/IV. Device was explanted.